Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 1 of 5 on the home choice (hc). The technical service representative explained the alarm and instructed the home patient (hp) to end therapy the tsr advised to contact the nurse in the morning. The tsr assisted the hp to end therapy and the hp would do continuous ambulatory peritoneal dialysis (capd). The hp contacted product surveillance on (B)(6) 2011 regarding the system error 2240 alarm. The hp has contacted his peritoneal dialysis nurse (pdrn) about the alarm. The hp stated he did not do a manual exchange. There was patient involvement; however, no patient injury or medical intervention was reported.